Event description:
An unknown number of pts developed post-op diffuse lamellar keratitis after lasik surgery. All pts were treated with flap lifts and no additional treatment was required. Two pts required multiple lifts. One of these pts has recovered full and the prognosis for the second pt is good.